Event description:
It was reported that during use the foley catheter was only able to withdraw 8 cc of fluid after injecting 10 cc, and the extracted sterile water was cloudy. If the cloudy components are identified, then need to include them in the report.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during use the foley catheter was only able to withdraw 8 cc of fluid after injecting 10 cc, and the extracted sterile water was cloudy. If the cloudy components are identified, then need to include them in the report. Per notification from the investigator on 02feb2026, it was reported that the balloon had mushroomed as found during sample evaluation on 27jan2026.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Received 1 all-silicone temp sensing foley catheter with sample port connector and syringe. Verified material number 2758j14 and manufacturing lot number ngjx4738. Visual inspection noted the balloon had mushroomed. During testing, the catheter balloon inflated using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the balloon inflated with no difficulty. The balloon deflated 10ml methylene blue solution within 29sec. After deflation methylene blue solution didn't look cloudy. This is within specification per inspection procedure ip7603444, revision 0, which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,f,h. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.